Manufacturer narrative:
One level 1 hotline low flow system was returned in good physical condition. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The device heated up to 44.5 degrees confirming the reported overheating issue. The front cover was removed to further investigate and it was found that the pots on the printed circuit board (pcb) were damaged that prevented any adjustments. The faulty pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had a high temperature. There was no reported adverse event.